Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During the device check, the thermogard console sn (B)(4) powered off by itself. The console was restarted and displayed a mid:16 (software) error message upon powered on self-test. The user restarted the console again, but the issue persisted. No patient involvement.